Event description:
As stated by the customer (B)(6) 2012: resident was in the tub and had finished her bath. She had slid forward on the alenti chair to where her bottom was on the front edge. Staff noticed this and to reposition the resident they took her out of the tub. They raised the lift and had moved it to the side of the tub. The lift tipped to the side of the lift away from the pillar. The staff then removed the belt from around her waist, which was very tight at this point.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc on behalf of the MFR arjo hosp equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.